Event description:
It was reported that during a shoulder cuff repair, the metal pieces on the front end fell off, broken pieces were removed using tweezers. A delay of two hours was reported. It is unknown if a back up device was available.

Manufacturer narrative:
Event updated.

Event description:
It was reported that, during a shoulder cuff repair, the metal pieces on the front end of the wand fell off; fragments were removed using tweezers. A delay of two hours was reported. It is unknown if a back up device was available. The patient outcome is unknown.

Manufacturer narrative:
Updated information. The returned device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows moderate wear and a detached electrode. The insulation on the shaft is in its original condition. The wand was connected to a compatible quantum 2 controller and activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. Customer provided pictures and x-ray images which do not correspond to the returned sample; therefore, if this device is received at a later date, further investigation will be completed. The complaint on the returned device was verified and the root cause is determined due to a manufacturing process error. A manufacturing review and actions were taken to prevent re-occurrence.

Event description:
It was reported that during a shoulder cuff repair, the metal pieces on the front end fell off. It is unknown if a back up device was available or if a delay was caused due to the device malfunction.